Event description:
The customer reported to olympus, the video system center has a functional issue and was not working with all of the scopes. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a printed circuit board failure, there is no image with 180 scopes. In addition, front panel has faded printing, the chassis bottom is corroded, and the video connector latch was worn out causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e2, e3 and g2 additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The costumer¿s complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction would likely be a failure of the board on the patient board set. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.